Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to no stable threshold site and helix anomalies as there were repetitions of extending and retracting the helix, however, the helix was unable to be retracted despite using and turning the operating tool. The ra lead was then removed from the body, checked the extension and retraction, still unable to be retracted. Furthermore, the patient experienced infection. This ra lead was replaced with different model, not implanted, and will not be returned due to contamination. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead and received a response that this lead will not be returned due to contamination. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to no stable threshold site and helix anomalies as there were repetitions of extending and retracting the helix, however, the helix was unable to be retracted despite using and turning the operating tool. The ra lead was then removed from the body, checked the extension and retraction, still unable to be retracted. Furthermore, the patient experienced infection. This ra lead was replaced with different model, not implanted, and will not be returned due to contamination. No adverse patient effects were reported.